Event description:
Medtronic received a report that a pipeline flex with shield technology stent encountered resistance at the hub of a phenom 27 microcatheter and was damaged. There was resistance between a phenom 27 and phenomplus catheter. Resistance was encountered when passing the pipeline through the hub after wetting. The device was withdrawn once and collected. When attempting to pass it through the hub again, it caught/stuck and could not be advanced. Upon visual inspection, deformation was observed at the distal tip of the pipeline, and the device was therefore retrieved. The product was replaced with a new stent of the same model but different lot to complete the procedure. After the phenom 27 was delivered distally, an attempt was made to advance the phenomplus guiding catheter; however, resistance was encountered inside the distal shaft and the guiding catheter was pushed back. The phenomplus was replaced with a new one from a different lot, and upon re-advancement it was guided successfully without issue, allowing the procedure to continue. No patient symptoms or complications were reported with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). A continuous heparinized saline catheter flush was administered during the procedure. It was unknown if the operator pulled back the microcatheter to eliminate the slack to resolve the stuck. There was no damage to the catheter. The pushwire distal side was broken into the tip wire.

Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent product ID ped2-375-35 (lot d024727); phenom 27 microcatheter product ID unk-nv-fg15 (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.